Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7105025. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7104921. UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were discarded and will not be returned.